Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a bumpy rash under the electrodes that sometimes resulted in open sores that bleed. The patient claims the bleeding is due to the medication brilanta. The patient takes off the device for short times to prevent the bleeding and used bacitracin on the affected areas. The patient had a history of sensitive skin. The patient's physician did not prescribe any medication. There is no indication of a device malfunction. Follow up indicated that the irritation didn't improve.